Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer's blood glucose (bg) was 275 mg/dl and ketones may have been present. Customer did not deliver a large enough food bolus as a unit amount versus a carbohydrate value with bg value was entered into the pump to calculate bolus. A correction bolus was delivered to address bg.